Event description:
Caller alleged discrepant inratio low inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 2.1. The time between testing was thirty (30) minutes. Reportedly, monitor was in the nurse's hand during testing, the she placed the monitor on a flat stable surface for the remainder of the test, additionally pa touched finger to sample well. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
(B)(4).